Event description:
It was reported that during a laparoscopic gastric bypass, the device stopped working. No patient consequences.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-function. The identified blade damage may have occurred from external contact during activation.